Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was inserted into the sheath, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Troubleshooting was carried out without resolve. The auto connection box was replaced without resolve. The coaxial umbilical cable and electrical umbilical cable were replaced without resolve. The balloon catheter was then removed from the patient and replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 12046 and the data files were returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guidewire lumen kink was observed at 0.7 inches proximal to the tip of the catheter. Also, a guidewire lumen breach was observed at the tip of the catheter. One patient file was received and recorded on the reported date of the event. The patient file showed that 14 applications were performed using the identified catheter. The patient file also showed system notice 50012 (the refrigerant delivery path is obstructed) during transition phase at application 11. The failure file was not received. In conclusion, the balloon catheter failed the returned product inspection due to kink/twist on the guidewire lumen and a breach on the guidewire lumen on the attachment to the tip of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.